Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a suture was used. During surgery suture breakage occurred, and a replacement was used. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please verify lot. Lot # lf38t not valid per manufacturing

Manufacturer narrative:
Product complaint # pc-(B)(4). Additional information was requested and the following was obtained: please verify lot. Lot lf38t is not valid per manufacturing.